Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix would not retract into the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.